Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker had a year and a half remaining with a magnet rate of 100 pulses per minute when it was last checked. However, the device declared end of life (eol) after 3 months. Boston scientific technical services (ts) reviewed device's data and found that automatic capture was turned on and thresholds were at 0.8-0.9 volts for the previous year with ventricular pacing of (B)(4) then (B)(4) after setting to dual chamber pacing. The patient was asymptomatic. Ts explained that device should be replaced and be analyzed in order to know the reason of device's elective replacement indicator (eri)/ eol behavior. This implantable pacemaker was explanted for normal battery depletion. Additional information obtained from the field representative indicates that device will be returned back to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
--